Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during start up and preparation process, the thermogard has been tilted and coolant leaked out. According to the customer they cannot recall if an error message displayed from the console. The suk air trap was blocked in the air trap sensor block. The customer discontinued the set up and started using the conventional treatment without the thermogard. No patient harm or consequence reported on this event.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated and found fluid ingress on the suk airtrap sensor. The suk airtrap sensor was cleaned and dried. This observed issue caused a mid09 error message. The event log was reviewed and confirmed the occurrence of a mid09 error message. The console was then functionally tested and passed all final testing criteria without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for the thermogard console with serial number (B)(4).